Manufacturer narrative:
The investigation confirmed that two non-reproducible, higher than expected vitros trop I es patient results were obtained from two different patient samples while using the vitros 5600 system. There is no evidence to suggest that a reagent related issue contributed to the event. An ocd filed engineer performed service actions to multiple subsystems of the analyzer to obtain acceptable performance. Additionally, the sample was not processed in accordance with the tube manufacturer's recommendations. It is likely that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. The most likely assignable cause of the event is analyzer related. Additionally, a pre-analytical sample processing issue cannot be ruled out as a contributing factor.

Event description:
The customer obtained two non-reproducible, higher than expected vitros trop I es results (patient a result = 0.535 vs. An expected result < 0.012 ng/ml; patient b result = 0.37 vs. An expected result = 0.013 ng/ml) from two different patient samples processed on the vitros 5600 system. The affected patient a result was reported. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The customer retested patient a sample and the clinician questioned the result. A corrected report was issued to the physician. No treatment was given, changed, or withheld based on the affected result for patient a. The affected patient b result was identified prior to reporting. There was no allegation of patient harm as a result of this event. (B)(4).